Event description:
It was reported the during the procedure, rigid videoscope had foggy image. The event occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to the regional service center for inspection and the reported failure was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: -the r-unit is broken and therefore the image is green. -the fibre bonding in the outer tube area (distal end) is damaged. -the outer tube has a dent. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Cause was not established for additional findings. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.